Event description:
It was reported that balloon rupture occurred. The mildly stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. A 10.0 x80, 75cm charger balloon catheter was advanced and used to dilate the lesion; however, during the initial inflation at less working pressure for few seconds, the balloon ruptured. Another 12.0 x80, 75cm charger balloon catheter was advanced and used to dilate the lesion; however, during the initial inflation at less working pressure for few seconds, the balloon also ruptured. Both devices were simply pulled out from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The mildly stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. A 10.0 x80, 75cm charger balloon catheter was advanced and used to dilate the lesion; however, during the initial inflation at less working pressure for few seconds, the balloon ruptured. Another 12.0 x80, 75cm charger balloon catheter was advanced and used to dilate the lesion; however, during the initial inflation at less working pressure for few seconds, the balloon also ruptured. Both devices were simply pulled out from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: charger 12.0 x80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 29mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis.